Manufacturer narrative:
Results: motion lift cable was unplugged.

Event description:
It was reported by service report that the fowler of the bed was stuck in the upper position, and would not lower. No patient involvement or adverse consequences were reported.